Event description:
A battery/power issue was reported with the adc device. Customer reported being unable to test due to the device not turning on and as a result, experienced hypoglycemia with symptoms describe as a loss of consciousness and was able to self-treat with unspecified food intake. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader (B)(6). Was investigated. The reader was visually inspected and no issues were observed. Reader did not turned on with button, strip or usb cable insertion. Reader was connected to pc and reader was not recognized. Reader was de-cased and visual inspection has been performed. Liquid contamination was observed. Therefore, issue is not confirmed due to user error. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer reported being unable to test due to the device not turning on and as a result, experienced hypoglycemia with symptoms describe as a loss of consciousness and was able to self-treat with unspecified food intake. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted."